Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The 70% stenotic lesion was located in the non-tortuous and non-calcified mid diagonal artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for fifteen seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 2.0x20mm maverick2 balloon. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled.